Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to analyze. Complainant indicated that the ems used their device to deliver the selected energy to the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical (B)(4) evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing which included bench handling and functional stress testing without duplicating the reported malfunction. The log review suggests that electrode pads were not connected to the device during the incident. The electrode pads that were being used at the time of the reported problem were not available for evaluation. The device was recertified and returned to the customer. No trend is associated with reports of this type.